Event description:
It was reported that the pump was alarming every hour. Patient never had therapeutic effect. It was also stated that the pump had had revisions and had never helped the patient. Patient wanted to remove the pump and that it should have been removed last (B)(6). Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).